Event description:
Legal counsel for the patient alleges that patient underwent right m2a hip arthroplasty and reports patient allegation of personal injury. Additional information provided in operative notes confirms the hip arthroplasty procedure occurred on (B)(4) 2010. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing was not provided. The following could not be completed with the limited information provided: date of event - unknown. Expiration date - unknown. Manufacture date - unknown. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.